Event description:
Reporter alleged obtaining the results of 270 mg/dl, 346 mg/dl and 133 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she was feeling as if she was hypoglycemic before she started testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 270 mg/dl, 346 mg/dl and 133 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she was feeling as if she was hypoglycemic before she started testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.